Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received an alert for atrial tachycardia/ atrial fibrillation burden (at/af) exceeding the setting on the pacemaker. However, the device did not have matching at/af alert data. It was suspected that the alert was caused by a diagnostic anomaly. The nurse elected to continue to monitor the patient and no intervention was performed at this time. No symptoms were observed or reported.